Event description:
It was reported that during a bladder procedure, the tissue pad at the tip of the device was damaged. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.